Event description:
The customer reported that during an infusion of d5 with sodium bicarbonate at 125ml/hr, the tubing was split and leaking at the upper fitment. Although requested, there are no further details that have been provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing split and leaked was confirmed. Visual inspection of the set noted a tear on the area of the silicone segment located atop the edge of the upper fitment component. No further damages or issues were observed. Functional testing confirmed leaking from the observed tear. The cause of the leak was due to a tear in the silicone segment. The root cause of the leak is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of d5 with sodium bicarbonate at 125ml/hr, the tubing was found with a split and leaking at the blue clamp that is placed in the pump. Although requested, there are no further details that have been provided.